Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed rash under the therapy electrode from the lifevest. The patient's physician advised the patient to obtain a new electrode belt from zoll. Follow up indicated that the patient received a replacement electrode belt and garments. It was reported that the patient's skin irritation improved.